Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device would not power up on the tester; board connector cables (flex) were found not connected. Analysis also found lcd (liquid crystal display) was out of electrical specification (bleeding). Battery contacts were compressed, lcd lens was broken, and lead flex cover was corroded. G.) Upper case and lower case were broken and contaminated. Battery release, heart block, and keyboard were contaminated. It was noted the knobs, bail covers, ring cover, seven case screws, ring cover screw, bails, ring, and battery drawer were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.